Event description:
User facility reported several unsuccessful cavity integrity assessment (cia) tests with 2 novasure disposable devices during an attempted endometrial ablation. The procedure was abandoned and a uterine perforation was confirmed on post hysteroscopy. During follow-up on 06/24/2009, it was reported that a laparoscopy was done following the attempted novasure procedure and the perforation site was cauterized. Additionally, it was reported the patient was discharged home following the procedure. During follow-up on 07/13/2009, the physician reported the patient has been seen on follow-up and is doing fine. A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metel sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Add'l lot#: 08m17ha, expiration date: 01/17/2010, manufacture date: 12/17/2008. The codes in this section reflect the evaluation of both returned disposable devices. Device history record (DHR) reviews were conducted for the identified lot number and serial numbers of the disposable devices. No abnormalities were found related to the reported information. These devices passed final testing prior to release. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determined whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.